Event description:
The german distributor returned monitor sn (B)(4) to zoll reporting that the housing on the monitor is broken and several cables are broken or disconnected. The unit appears as if it were dropped.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (broken housing/disconnected cables) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and the white cable running from the computer/analog pca board to the auxiliary board was unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. No adverse event resulted from the defective component.